Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported that an administration set was leaking chemo out of the top of the drip chamber when the chemo bag was hooked up to the secondary set. The event occurred during priming of the set. There was no patient involvement and no report of an adverse event or delay in critical therapy.

Manufacturer narrative:
Device was returned for investigation. The device was tested for pressure leak and a drip chamber leak was observed at the bond between the inlet side of the drip chamber cap and the clear cylinder. The probable cause of the leakage was determined to be an assembly error at the drip chamber vendor. Concomitant medical products (device returned to mfg): 11/13/2018. Initial reporter first and last name, initial reporter email.